Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following procedure the patient experienced adhesion and recurrent hernia, scarring.

Manufacturer narrative:
Additional information. Corrected information. Patient code: (B)(4) - surgical intervention additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2016 by(B)(6).

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/16/2019.